Manufacturer narrative:
Engineering evaluation: the events are already addressed in the instructions for use (IFU). It is stated in the warning section in the IFU for the restylane skinboosters range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion ischemia and necrosis. Remedial action/corrective action/preventive action/field safety corrective action will be initiated. Manufacturer narrative: lot number was not reported. Trend analysis or batch record review cannot be performed. Pharmacovigilance narrative: a causal relation between the events and the treatment procedure seems possible. The injection technique may have contributed to the events. The reported events are addressed in the label. The case was re-assessed in connection with the follow-up information received on 25-apr-2016 and it was decided that the seriousness criteria for regulatory reporting was fulfilled. The follow-up report included information regarding several interventions performed to prevent permanent damage to body structure. Medical complaints of ischemia/necrosis following treatment with restylane skinbooster vital have previously been reported. The frequency of post market reporting in the period 2013-2015 for ischemia/necrosis was (B)(4) and the incident reporting frequency was (B)(4)%. Company comment: tracking list: version 0 - initial from (B)(6) 2016; version 1 - fu from 30-mar-2016: added implant date. Version 2 - fu from 25-apr-2016: added drugs to treat ae and the events: necrosis and pain. The case was re-assessed and upgraded to serious due to the interventions required to prevent permanent damage to body structure.

Event description:
(B)(4) is a spontaneous report sent on (B)(6) 2016 by a nurse which refers to a female aged (B)(6). Follow-up information from 25-apr-2016 and 04-may-2016 is also included. The patient's medical history included no allergies. Concomitant treatments included tablets to calm down (tranquilizers). The patient had previously received treatment with restylane vital to treat wrinkles in glabella on (B)(6) 2013. On (B)(6) 2016, the patient received treatment with 0.5 ml restylane vital (unknown lot) to glabella with unknown needle and unknown technique. On the same day, (B)(6) 2016, the patient experienced vessel occlusion(implant site ischaemia) at the nose. On the same day, (B)(6) 2016, the patient experienced necrosis(implant site necrosis) at glabella. On the same day, (B)(6) 2016, the patient experienced pain(implant site pain) at the face. On an unknown date, the patient experienced bluish bruises(implant site bruising) at glabella. Follow-up information explained that the patient turned white in the evening of the treatment day. She developed pain during the night. Next morning on (B)(6) 2016 the patient called the clinic. On the morning of (B)(6) 2016, the patient received hylase treatment and she also received a single dosage of two tablets of trombyl (acetylsalicylic acid), 160mg the same day. On (B)(6) 2016 she also received dalacin (clindamycin), 300mg, b.i.d, for 7 days. On (B)(6) 2016, the patient started a treatment with treo (acetylsalicylic acid) one tablet per day for 10 days. Outcome was reported to be improving. On (B)(6) 2016 the nurse reported that the skin looked better. Only some bluish bruises remained in the skin in glabella. No pain or other problems remained from the area.